Event description:
The hearing aid (h/a) specialist noticed wax guards in the user's ears during a routine follow-up visit at the dispenser's office. He referred the user to a dr to have the wax guards removed. No further med treatment was needed.